Event description:
It was reported that the inflatable penile prosthesis (ipp) was replaced due to a hole in the cylinder and a hole in the tubing of the pump. The device would not inflate, and there was air observed in the device. There were no patient complications.